Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin remote transmission with their implantable cardioverter defibrillator exhibiting non sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changed were completed. Patient condition was stable.